Event description:
It was reported that the user observed a leaking cartridge during a supply change, then replaced it with a new cartridge and proceeded without further issues, with guidance provided to connect the adapter after the cartridge is placed in the pump to reduce the risk of leaks or occlusions; the issue pertained to a leak involving the reservoir component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed evidence consistent with leakage at or related to a seal, aligning with a leak/splash device problem at the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.